Event description:
It was reported that on (B)(6) 2022, a lumpectomy procedure was performed and the localizer reader was not functioning properly. The pencil probe from the moment it was plugged in made its audible noise and the numbers on the screen indicating a distance of probe from rfid tag started to flag on the screen and were all over the board (10mm, 49mm, 30mm, etc.) Even though the reader and probe were multiple feet from the tag inside the patients breast. The patient was left under general anesthesia for prolonged period of time compared to a traditional wire removal due to equipment/reader malfunctioning and troubleshooting. Surgeon did need to take larger margins than normal for this technology due to the uncertainty of mm distance probe to rfid tag indicated by the localizer reader. The procedure was completed successfully. No additional information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.